Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.1, 3.3, 3.0. Patient's therapeutic range: 2.0-3.0 inr.